Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alarm. Blood glucose level at the time of the incident was 48 mg/dl and treated with food. Customer states the batteries were out of the device greater than duration allowed by the insulin pump. Customer was assisted clearing the alarm but declined troubleshooting for low blood glucose. The insulin pump is not expected to return.